Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level of 567 mg/dl. The customer was treated intravenously with fluids of insulin and saline. Customer was released from the hospital on (B)(6) 2023 with no permanent damage. Reportedly, the cause of the reported issue was due to the battery not charging resulting in the pump shutting down. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.